Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the tip of the screwdriver broke off while the surgeon was trying to tighten the large qwix screw. The tip of the driver was stuck in the screw, but the surgeon was able to get the broken metal out of the screw and continue to advance the screw with the other driver in the set. The outcome of the surgery was not affected. There was no harm to the pt.